Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.

Event description:
It was reported that the physician was performing a declot procedure in interventional radiology. The physician had just started the declot procedure and pulled out the device to clean when he noticed that the end looked odd. They ran fluoroscopy on the pt and discovered that the catheter tip had come off in the pt's arm. They were able to snare the tip out and opened another catheter and finished the procedure. There was no delay in treatment, no pt death and no pt complications were reported.